Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door failure. A field service engineer inspected the station and removed the middle column and unscrewed door latch 3. Cleaned the latch terminals and clamped down to tighten the wire harness connections. The system functioned as intended after the field service engineer troubleshot the device.